Event description:
It was reported that during a shoulder arthroscopy procedure using arthropierce when the anchor thread was passed in the labral lesion, the forceps got damaged and when the specialist pulled to remove the forceps it broke in 2 parts and the tip was lost at the time of washing. It was confirmed that no pieces were left in the patient. It is unknown how the procedure was completed. No delay nor further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. It was determined the device contributed to the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided image found a device separated into two pieces. There is discoloration on the shaft, and it is worn from use. This case reports the forceps got damaged and tip broke into 2 parts and was lost at the time of washing; however, it was reported that it was confirmed that no pieces were left in the patient. It is unknown how the procedure was completed. No patient injuries or adverse consequences were reported. No further medical assessment can be rendered at this time. The complaint was confirmed, and the root cause was associated with component failure. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, an impact event inconsistent with normal use, wear from prolonged use, misuse or rough handling, or inadequate routine maintenance. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. Correction in h6 (health effect - impact code).